Event description:
It was reported that there was a threshold rise and sensing decrease on the right ventricular (rv) lead two weeks after implant. Mic ro-dislodgment was suspected. The lead was attempted to be repositioned but there were sensing issues, high thresholds, and phrenic nerve stimulation. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specifications, likely because the lead was tested dry. However, the insulation breach likely did contribute to the electrical complaint and it appears to have been caused at implant.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.